Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to do exposures due to image disk problem. Upon inspection, fse determined that the drive bay in the ippc was faulty. The fse replaced the ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an image disk error on the allura device.the device was inside clinical use at the time of the event. No harm was reported.a philips engineer visited site and replaced the faulty image disks. The device was returned to expected functionality.